Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 3006705815-2019-02352, 1627487-2019-07278. It was reported that the patient had an infection in (B)(6) 2018, after which the entire system was explanted. The date of the infection is unknown, but the infection was not clearing which is why physician decided to explant the system. The infection has reportedly since resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.